Event description:
A customer reported to baxter customer service that he identified a minicap which did not contain air inside of the over pouch. Product was not used; therefore no patient involved and no patient injury reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number.

Manufacturer narrative:
(B)(4). The reported event was not confirmed. The root cause was undetermined. Based on the sample evaluation it was identified that packages were flattened, they did not present any leak and they were not opening. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.